Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site and confirmed the reported problem. A dropped detector can lead in worst case to a fracture in the foot. He checked the detector and tried several times to calibrate with no success. A new detector was installed. Finally, the system meets the specification for the performed service and is returned to use. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Manufacturer narrative:
Ref. ID: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that after the detector "skyplate" was dropped, artifacts now on detector.